Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 89-year-old male undergoing cardiac surgery was to be implanted with an impella cp device for mechanical circulatory support. During the implant of impella cp, he cannula was unable to advance through the right subclavian artery into the innominate. After trying several times, a decision was made to remove and exchange the guidewire. Upon the removal, a kink was noticed in the coil of the cannula. The patient was escalated to right axillary placement of an impella 5.5. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The clinical details states that the patient had calcified and tortuosity vessels condition. The cause of the delivery issue was patient condition related due to calcified and tortuosity vessels condition.